Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is wearing the pump supplies for 3-4 days. Tandem technical support informed customer that wearing the pump supplies for 3-4 days, is off label per the user guide. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 700 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 9/10/24. Customer declined further troubleshooting from tandem technical support. No additional information was provided.